Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems (thoracic and cervical). It was reported the patient experienced discomfort at the cervical ipg pocket site. As a result, surgical intervention was undertaken on (B)(6) 2017 during which time the existing cervical ipg pocket was relocated to a new pocket site on the right side and upper buttocks area which resolved the issue.